Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. The vigilance team made contact with the rayner representative for the healthcare facility to request assistance in obtaining further information on the reported fault. The rayner representative contacted the healthcare professional on 20th november 2013 and asked that information on the event be provided in order to facilitate rayner's investigation of the reported fault. To date, no further information has been received. The results of our inspection/analysis of the returned t-flex aspheric 623t iol will be provided in a follow-up report. Our review of production records for the t-flex aspheric 623t iol batch 023e45258 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (february 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t iol batch 023e45258.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a t-flex aspheric 623t iol. The event description provided to rayner states that the device was faulty.